Event description:
It was reported that during a normal remote data review, the physician noted that this device was in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement to resolve the event. The patient was hospitalized and the device was subsequently explanted to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of hospitalization.upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session while communicating with the latitude remote monitoring system which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal remote data review, the physician noted that this device was in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement to resolve the event. The patient was hospitalized pending an explant procedure; at this time, the device remains implanted and in-service. Information was requested regarding the explant procedure, but has not yet been received. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
Patient code 3191 captures the reportable event of hospitalization.

Event description:
It was reported that during a normal remote data review, the physician noted that this device was in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement to resolve the event. The patient was hospitalized and the device was subsequently explanted to resolve the event. The patient was stable with no additional adverse consequences. It is unknown at this time if the device will be returned for analysis.